Manufacturer narrative:
The device was discarded by the medical facility; therefore the condition of the component is unknown. Neither device history records or complaint history could be reviewed as the lot number is unknown. This device is used for treatment. A corrective and preventive action determined that the pad assembly tabs fracture as a result of repeated stress during assembly/disassembly. A field action was conducted on november 5, 2014 to notify the affected distributors and hospitals of the potential failure mode and to provide instructions for assembly and disassembly of the impactor pads for cleaning and sterilization. Additionally, the pads are designed to be a replaceable item and are designed to absorb impaction without damaging the implants. It is recommended to review the condition of instruments before each use and replace when signs of significant wear are apparent. The manual orthopaedic surgical instruments recommendations for care, cleaning, maintenance and sterilization states, "polymer materials have a limited useful life. If polymer surfaces turn "chalky," show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced".

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the pad was damaged during impaction.